Event description:
Pt reports issues with pump for the past six months. Pt reported symptoms include: changing appetite, burning sensation in stomach and groin area, difficulties sleeping in certain positions, and general fatigue. Pt was examined by hcp with no resolution. Pt then had rotor and dye study performed on the pump and catheter which revealed that "some things might not be connected correctly - the medication coming outside of the pump not connected to catheter". Drug info was not provided. Pt is experiencing withdrawal symptoms and is scheduled for surgery. Additional info has been requested from the hcp, but was not available at the time of this report.